Event description:
Tpn fluid was hung and running on pt. A piece of matter resembling an insect or twig was observed in the tubing by a family member. The tpn solution was prepared using MFR's fluids and another MFR's tubing was used to administer the fluid. However, the tpn had been running for awhile, so the fluid itself is suspect. Piece of tubing containing the particle has been kept. All other parts were discarded. (Also see 1008696, 1008697, 1008698).